Event description:
It was reported that the 9800 system had high voltage overload error codes during a case. The 9800 system made a loud bang then went hard down. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The complete high voltage system, the mainframe, and system interface board were replaced during the service call. The system was tested and found to be working as intended and put back into service.